Event description:
A fax was received from a distributor that stated "the system was broken during sucking, the bag was filled with air." At this time, additional information has not been received from the end user to clarify this report. No pt injury or medical intervention were reported.